Event description:
Healthcare professional reported "textured" and "capsular contracture, baker grade not specified" against left device. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "textured" and "capsular contracture, baker grade not specified" against left device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of anxiety-product/procedure and capsular contracture received on june 08, 2022, with catalog number: mcghan450cc. Analysis of the returned device identified: white calcification outer device, yellow particles outer device and creases fold. Leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.